Event description:
Initial aaa repair on a male patient was in 2006. One flex main body graft and three iliac leg grafts were placed. One iliac leg graft was placed on the left side and the other two were placed on the right. In 2007, patient underwent additional aaa procedure to repair a limb disconnect due to inappropriate overlapping of the iliac stents. At the end of the procedure, the patient was doing well with no endoleaks present.

Manufacturer narrative:
Evaluation: cook's instructions for use recommend: ipsilateral iliac leg placement and deployment 1. Utilize the main body graft wire and sheath assembly to introduce the ipsilateral iliac leg graft. Advance dilator and sheath assembly into the main body sheath. Note: in tortuous vessels, the position of the internal iliac arteries may alter significantly with the introduction of the rigid wires and sheath systems. 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full leg stent inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac leg stents is required, it may be necessary to consider use of a leg extension in the bifurcation area of the opposite side. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 4. To deploy, stabilize the iliac leg graft with the grey positioner wile withdrawing the iliac leg sheath. If necessary, withdraw the main body sheath. 5. Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise, retract inner cannula to dock tapered dilator to grey positioner. Tighten pin vise. Maintain sheath position while withdrawing grey positioner with secured inner cannula. 6. Re-check the position of the wire guides. Leave sheath and wire guides in place. Read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient. No product was returned to assist in this investigation. Based upon the information provided, most likely the disconnection of the leg occurred due to the inappropriate overlapping of the iliac stent.